Event description:
It was reported that a patient underwent a hemorrhoidectomy procedure on (B)(6) 2025 and suture was used. It was reported from the analysis of the returned product that suture degradation and hole in cavity was observed. It was reported that suture breakage during the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)?-removal from package - were there patient consequences? If yes, please explain. -no - please provide lot number of product code vp2345.-I don't have wrapper kindly confirm the device return status.-already sent it to given address note: please mention the source through which the information is received (information received from dr, nurse etc.)-information given by nursing staff h3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with a suture and one empty opened foil packet that pertains to product code vp2437. During visual inspection of the returned sample, the suture cannot be dispensed since have begun with the degradation process. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.